Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97740, serial#(B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jul-03. It was reported that the patient had an appointment scheduled for (B)(6) 2019 and the healthcare professional (hcp) would like a manufacturer representative (rep) present. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient saw an end of service (eos) message on their ins. The device was off and no longer providing therapy. The patient reported that the last time they used the patient programmer (pp), it showed a doctor¿s face icon on the screen. The patient stated that the ins was not working and that they had a lot of sudden pain. The patient noted that the last time they went in for an ins adjustment, they were told that were told that ¿something wasn't right¿ and that the ins had two more years. The patient noted that they keep one battery out of the pp because it "won't go off" otherwise. The patient was able to connect to the ins and saw a ¿call your doctor¿ eos screen. The patient was instructed to follow up with their healthcare provider (hcp). No further complications are anticipated.